Event description:
It was reported that on 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. The patient was in normal sinus rhythm. The location of the transseptal puncture was inferior and mid. Heparin was administered, and the patient's activated clotting time (act) was 328 seconds. The left atrial pressure was 10mmhg. The device was partially recaptured once before it was implanted. After the procedure, protamine was administered. The patient had a pericardial effusion and cardiac tamponade. A pericardiocentesis was performed, and 250cc were drained. The cause of the pericardial effusion was believed to be due to the device. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of patient-device incompatibility (implant related to tissue damage-pericardial effusion) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation could not be determined the cause for the reported implant related to tissue damage associated with pericardial effusion. The reported cardiac tamponade was a cascading effects of pericardial effusion. The reported unexpected medical intervention was a result of case-specific circumstances as pericardiocentesis was performed. There is no indication of a product issue with respect to manufacture, design or labeling.